Event description:
It was reported that the pump showed error code 41622. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of error code 41622. No relevant service history was found. Review of event history found error code 46122. Visual/functional testing was performed. Motor test confirmed the error. The probable cause was a defective optic switch sensor for the motor and the camshaft was out of alignment. Readjusted the camshaft position, optic desk, and optic switch. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.